Manufacturer narrative:
Tw#: (B)(4). A lot history record review was completed for lots: 96255759, 96255757, and 96255756 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. D4 UDI# incomplete, as the lot # is unknown by the complainant.

Event description:
The hospital reported blower mister, 5-pack are coming bent out of the sleeve.